Event description:
Customer's family member indicated pt received a reading of 106 mg/dl on the freestyle meter at 7:14 am while exhibiting hypoglycemic symptoms (slurred speech, inhibited motor skills). Customer did not dose with insulin during the morning. Paramedics were called and provided a comparison reading of 20 mg/dl with an unknown brand of meter. Time between readings was not provided. Customer was provided with orange juice, sugar and water then admitted to the hosp. Further treatment was not described. Testing was on fingers.